Event description:
Pt uedergoing posterior cervical fusion. Upon removal from o.r positioning frame an ecchymotic area was noted on the pt's right shoulder. The ecchymotic area was located at area of tape application used to pull shoulders down.